Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc.

Event description:
The customer's family member reported via phone call that the customer experienced high blood glucose level. Customer's blood glucose level was above 400 mg/dl. Customer also reported insulin had alarmed pump error. Customer also stated that the auto mode feature was not active at the time of high blood glucose event. No further patient complications was reported. Troubleshooting was not performed. The insulin pump will not be returned for analysis.